Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing. The device was unable to discharge. Complainant did not indicated that there was any patient involvement in the reported malfunction.